Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell due to chest pain. Upon arrival at the hospital the patient experienced a convulsive seizure. The patient also experienced cardiac perforation, effusion, tamponade and pericardial puncture. Perforation from the ra lead was suspected and intermittent atrial undersensing was also noted. Pacing failure and unstable thresholds was further reported. The lead was reprogrammed and then explanted and replaced with a tined lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.